Event description:
After the first insertion with multiple passes, the turbohawk device was full to almost the bottom of the cutter housing. One more pass was made and the cutter would not close. The turbohawk device was removed and plaque cleaned from nose cone but cutter would still not close. A second device was opened to finish case. Evaluation of the cutter head assembly of the returned turbohawk device exhibited a coiled section of a stent of an unknown make/model. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.